Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed per specification due to high readings. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
It was reported that the customer experienced sensor issue. Customer stated he went to bed with blood glucose of 139 mg/dl and it showed he was low all night. Customer took orange juice to treat and when customer woke up in the morning his sensor reading showed 105 mg/dl and blood glucose was 461 mg/dl, staggering. After treating high blood glucose, customer's blood glucose was 45 mg/dl and showing sensor reading was 148 mg/dl with an arrow up. Customer ate to treat low blood glucose. Customer declined to do troubleshooting. No further information provided.